Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported a sensor glucose vs blood glucose, unexpected suspend (low sensor glucose). The customer reported blood glucose value of 280 mg/dl. The event involved product mmt-7020c1. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose value of 54 mg/dl vs blood glucose value of 280 mg/dl and the low limit in sensor settings was 70 mg/dl. The sensor glucose vs blood glucose difference was not within range. The sensor glucose and blood glucose difference was greater then 30%. No harm requiring medical intervention was reported. The customer will continue to use the device. No product return was required for mmt-7040c2.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.